Manufacturer narrative:
H6: investigation summary bd received 32 samples and 3 photos from the customer for the investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the returned samples were tested for the failure modes of underfill and poor barrier separation and upon completion, no issues relating to underfill or poor barrier formation were observed. Returned samples were draw tested with water and all weights were within specification limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (underfill and poor barrier) because the defect was not evident in the testing of the customer returned samples. Evaluation of both returned and control samples tested were acceptable based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided only. All functional and clinical testing performed was satisfactory. Bd is unable to confirm this complaint for underfill based on the testing performed. It is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters would be of value for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate the tubes are under filling and have a poor barrier separation of the sample. There was not reported patient impact. The following information was provided by the initial reporter: it was reported that tubes are not separating appropriately and underfilling. The blood remains orange after centrifugation and no buffy coat is present. This has happened in all of the tubes from this box. We have even tried extended centrifugation times to see if this would resolve the issue, but it has not. In addition, a few of the tubes are not drawing appropriate amount of blood. We have ordered several boxes of these tubes to date, and have not had these issues previously, so I think this is likely just a bad box of tubes. Additionally, the customer provided the following additional information: are there any unused samples available to send in for investigation? Yes. Was there any erroneous results? Buffy layer separation is not separating clearly. Did the course of treatment change? No change in the course of treatment. Centrifuge speed: same, time centrifuging: same, temperature of centrifuge: same. How much time transpired between specimen collection and specimen centrifugation? 10-15 min. What were the centrifugation conditions used to facilitate separation (for example, rotor type, rcf, centrifugation time and temperature)? Rcf: 1880, temperature: 22 degrees c, time: 30 min.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate the tubes are under filling and have a poor barrier separation of the sample. There was not reported patient impact. The following information was provided by the initial reporter: it was reported that tubes are not separating appropriately and underfilling. The blood remains orange after centrifugation and no buffy coat is present. This has happened in all of the tubes from this box. We have even tried extended centrifugation times to see if this would resolve the issue, but it has not. In addition, a few of the tubes are not drawing appropriate amount of blood. We have ordered several boxes of these tubes to date, and have not had these issues previously, so I think this is likely just a bad box of tubes. Additionally, the customer provided the following additional information: are there any unused samples available to send in for investigation? Yes. Was there any erroneous results? Buffy layer separation is not separating clearly. Did the course of treatment change? No change in the course of treatment. Centrifuge speed: same, time centrifuging: same, temperature of centrifuge: same. How much time transpired between specimen collection and specimen centrifugation? 10-15 min. What were the centrifugation conditions used to facilitate separation (for example, rotor type, rcf, centrifugation time and temperature)? Rcf: 1880, temperature: 22 degrees c, time: 30 min.